Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4), implanted: (B)(6) 2019, product type: catheter; product ID: 8780, serial/lot #: (B)(4), ubd: 04-jun-2021, UDI#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient's pump was explanted due to cerebral meningitis and a localized infection in the tissue in both the abdomen where the pump was located and in the spine where the catheter was located. The patient reported that they had a lot of drainage around the incision sites "almost immediately" after the pump was implanted. The patient's incisions were resutured and restapled a few times for approximately 2 weeks until it was decided to remove the "hardware" of the system. A culture was done which showed cerebral spinal fluid. The infection remained "subacute" and the patient had PICC line and was hospitalized for a week. The patient's pump was not replaced after being explanted due to covid-19 and the hold placed on pump replacement. No further complications were reported.

Event description:
Additional information was received from a consumer and it was reported the patient did not get the pump back and he did not know what happened to the pump. It was noted the pump was removed in (B)(6) 2019 and he had saline in the pump. The patient inquired about when the pump would be available for him. The patient had surgery scheduled for (B)(6) 2020, but it was cancelled due to covid-19.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.